Event description:
Serious injury involving one person. On 2/8/98, pt went to dr complaining of discomfort in os eye. Dr diagnosed corneal ulcer and prescribed ciloxan. Lens model/water content focus visitint/55%; lot #: unk; eye involved; os; refraction: myopia; duration of use; 2 yrs; days lens worn: 4; last visit to dr prior to symptoms: 1/5/98; type of lens care system used: chemical; name of disinfection system used: renu; was homemade saline used: no; days lens worn between cleaning and disinfecting: 4; days lens worn between symptoms and calling dr; same day; self-treatment by pt; no; hand washing before lens manipulation: yes; ulcer location: 12 o'clock periphery; visual acuity before symptoms; 20/20 cc; visual acuity after symptoms; 20/20 cc; results of culture: none performed; results of corneal biopsy and/or scrapings: none performed; diagnosis corneal ulcer; treatment administered: ciloxan; prognosis; completely healed.